Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned after multiple follow ups, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via email that during a cuff surgery they faced tubing issues with irrigation tube set. When the first tubing was used, during the initial connection, there was over pressure and the water gushed. The shoulder swelled during a few minutes. The surgeon detected a big pressure on the arthroscope with his hand. No pressure was displayed on the screen and the light was flashed. Then the surgeon decided to use a second tubing with the same pump. When second tubing was used, press l was displayed on the screen and there was no pressure. Then pump stopped sending water. The second tubing is available for investigation. Later the surgeon used a third tubing to complete the procedure. There was 20 minutes of surgical delay reported. The procedure was right shoulder arthroscopy. There was no patient harm indicated.